Event description:
User received one patient sample with discrepant results for multiple assays. User said the sample was extremely icteric. Sample type is plasma drawn in a lithium heparin green top sample tube. Initial results were run from the primary sample tube. Initial total bilirubin gave 0.2; repeat gave 23.6 mg/dl. A second sample drawn (B) (6) 2010 was tested giving 22.4 mg/dl. Initial direct bilirubin gave 0.1 mg/dl; repeat gave 14.4 mg/dl. Second sample from (B) (6) 2010 gave 16.6 mg/dl. Initial amylase gave 2; repeat gave 205 u/l. A corrected report was issued with the repeat results for this patient. It is unknown if patient was adversely affected. Total bilirubin reagent lot number, 15829200. Direct bilirubin reagent lot number, 62062401. Lipase reagent lot number, 61448301 amylase reagent lot number, 61463701. The field service representative was unable to find a cause, but suspected sample may have contained a bubble. He checked instrument fluidics, sample reagent system and mixers. Ran performance tests with all results within specification. Customer has been running instrument with no problems since occurrence of the event.